Event description:
Litigation alleges that the patient suffers from pain, inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. Update received 01/23/2014 - the complaint has been reopened because it was reported that the patient's right hip was revised on 01/23/2014 to address pain. There is no new information that would affect the existing MDR decision. The complaint was updated on 2/5/2014. Update 11/20/2014 - pfs and medical records received. This is a bilateral complaint. A dor was provided for the right hip was provided. No operative notes were provided for the right hip. After review of the medical records for MDR reportability, the revision operative note for the left hip indicated pain, pseudotumor, metallosis, and a malpositioned cup by 5 degrees that was well seated. The cup wasn't revised. An unknown stem is being added for both hips for the alleged high metal ions (no labs provided) and an unknown cup is being reported for the left hip for malpositioning. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/17/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).